Event description:
Information received indicates the foot end brake linkage is broken causing the casters to not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician used a brake/steer kit to repair the stretcher.